Event description:
Reporter indicated that after pt returned home from generator replacement surgery pt had a "very bad seizure" that lasted longer and was stronger than usual. Additionally, the pt's post-ictal period was longer than normal. The pt's new generator was programmed to on at the time of implant, but was set to lower settings than their original generator was set to. Before generator replacement surgery, the pt's device was set to either 3.0ma or 3.25ma output current with 1.8 minutes off time between cycles. Following generator replacement surgery, the new device was programmed to on at 1.0ma output current with 5 minutes off time between cycles. Device diagnostic testing at follow-up office visit was within normal limits, indicating proper device function. Treating neurologist believes that the increase in seizure activity is possibly due to the fact that the replacement generator was not programmed to high output current. There had been no medication changes at the time of the event.